Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The procedure treated the 70% stenosed target lesion located in the mildly calcified and mildly tortuous proximal left anterior descending artery. Using a direct stenting technique, a 3.0x20mm ion stent was advanced and deployed at 14 atms. Post dilation was not performed. The patient was discharged on aspirin and plavix. In (B)(6) 2012, the patient presented with chest pain and stable angina revealing an 80% in-stent restenosis of the mid and distal portion of the stent. Treatment placed a 3.0x20mm promus element plus stent using a direct stenting technique. No further patient complications were reported and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).